Event description:
Patient underwent pseudoarthrosis revision. At first post op visit, was found to have hardware failure. Required additional surgical intervention for revision. Set screw was found to be loose and in the soft tissue. FDA safety report ID# (B)(4).